Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported that a patient was injected by another hcp with juvéderm® volbella¿ xc a few days prior and experienced ¿a large abscess¿ that ¿looked infected with lots of pus.¿ hcp stated ¿it was in a pretty bad state and thinks it may be a bacterial infection.¿ hcp used hyaluronidase on the patient. The event is ongoing.